Event description:
The customer stated that during check out, this unit was found to have an ECG comm error at power-up. No pt involvement.

Manufacturer narrative:
Result: (no problem found for the reported complaint). The device is an automatic external defibrillator and the actual device involved was evaluated. The failure could not be duplicated. The device underwent testing to eliminate any intermittent possibility. The investigation concludes that the alleged failure could not be duplicated.